Manufacturer narrative:
We evaluated the inner tube and found a portion of the ceramic beak is broken off, there are tool marks on the distal end of metal shaft near the beak, and the shaft is dented. In addition, we found that this inner tube has been 3rd party repaired; the ceramic beak is white when it should be gray in color, and the ceramic material is thinner than our gray ceramic material. The most likely cause of this type of breakage of the ceramic beak is mechanical force.

Event description:
Allegedly, a portion of the inner tube's ceramic beak broke during a turbt procedure; the broken piece was subsequently found in a specimen cup by the lab.